Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. B3: event day is unknown. D4 batch #: 264d80. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one reload was received with the knife not completely within doghouse, the proximal 25 drivers up and the swing tab in the locked with no apparent damage. The reload swing tab was reset in order to fire the cartridge and the knife returned to its home position. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, an opened packaging was received along with the reload the event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 264d80, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the unknown surgery, could not fire. Changed to the new device to complete surgery. There was no patient consequence reported. No additional information can be provided.